Event description:
It was reported that during surgery, three multi-axial screw heads jammed so they lost their polyaxial motion. New screws were used to complete the case without patient impacts. This is report two of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00478 through 3012447612-2021-00480.

Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: functional inspection revealed that each screw was unable to maintain polyaxial movement without significant jamming/sticking. Root cause: root cause was unable to be determined. This event could possibly be attributed to unknown events during handling or use. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during surgery, three multi-axial screw heads jammed so they lost their polyaxial motion. New screws were used to complete the case without patient impacts. This is report two of three for this event.